Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that before surgery, it was observed that the battery handpiece device and lid for the battery handpiece device had no power while in use together. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and identfied no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.